Event description:
During follow-up, the device was not sensing in bipole. It was also noted that the far-field egm showed that the device was pacing asynchronously. The descision was made to explant the device.